Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was stated that the transfer set disconnected from the titanium adaptor. This occurred during an unknown step in peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and passed. Functional testing performed included leak testing (performed with received titanium adapter with no issues), clear passage test, and clamp function test. Integrity of seal surface testing was also performed. There were no issues found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.